Manufacturer narrative:
The lot number of the device used is unk, consequently the device mfg and exp dates are unk. A ship history was performed resulting in two probable lot numbers, 34819 and 34820. A DHR review on the probable lot did not yield any mfg related issues which would contribute to this event. The product was not returned for analysis, the customer disposed of the device. A review of the labeling was performed which includes the dfu/users manual. The hta users manual states that thermal injuries are a potential adverse event associated with the use of hta. The hta user's manual also contains warnings and precautions of hta use; some of which specifically refer to the importance of the cervical seal to prevent thermal injury. The manual also references the importance of obtaining, maintaining and observing the cervical seal in order to prevent thermal injuries to the pt. This event is classified as an anticipated procedural complication.

Event description:
It was reported to boston scientific corp that the pt was observed to have a burn during a hta procedure using the hydrothermablator procedure set. Approx 4 minutes into ablation, the water level was rising (approx 10 cc up and rising) and there was a sudden "fluid-loss" alarm. The pt was observed to have a vaginal burn (not classified) on the underside (distal end) of the cervix and the right vaginal wall. The procedure was not completed because the machine went into cooling phase during inspection of the pt. Sylvadine cream was used to treat the burn. The pt is reported to be "fine."